Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported experiencing elevated blood glucose levels and a bent cannula while using the infusion sets. Patient uses a competitor's infusion device. Patient used the insertion assist plus device to insert the infusion sets. Patient stated he did not experience any issues during preparation or insertion. Patient reported he noticed leaking at the infusion site on one occasion. Patient stated his blood glucose level went up to 350-375 mg/dl. Patient's normal blood glucose range is 80-121 mg/dl. Patient reported he noticed the issue about 3 hours after insertion of the infusion set. Patient stated he removed the infusion set and noticed the infusion set cannula was bent. Patient reported he changed his infusion set and used the infusion device to correct his elevated blood glucose levels. Patient has discarded the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.